Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was received with the lock line broken. Follow-up was performed with the site which stated it was unknown when the lock line broke. All available information was investigated and the reported inability removing the lock line was confirmed due to the observed knot. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral valve injury and mr (mitral regurgitation) as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. While the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. The reported difficulty removing the device from the anatomy appears to be related to procedural conditions/user technique. Lastly, the reported tissue damage resulting in unchanged mr appear to be related to procedural circumstances of difficult device removal from anatomy. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial report, the following information was received: the lock line break/separation was not noticed during the procedure. There was no lock line left in the patient anatomy. It is unknown when the line break occurred. The entire cds was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to remove the stuck lock line and the torn leaflet. It was reported that this was a mitraclip procedure to treat torrential, grade 4 mixed etiology mitral regurgitation (mr). Three clips were implanted reducing mr to grade 2 to 3. A fourth clip was inserted and ready to be deployed, but during clip deployment, less than six inches of the lock line had been retracted when the line became stuck and was unable to be removed. One end of the gripper line had gone inside the gripper lever and thus they were unable to raise the gripper using the lever. The clip was inverted and the clip delivery system (cds) was retracted from the left ventricle into the left atrium but met some resistance during retraction. The cds was rotated posterior and anterior and the clip was able to be pulled into the left atrium. When the cds was in the left atrium, the posterior leaflet appeared to have become torn. The frictional element was suspected to have torn the posterior leaflet. The clip was able to be closed and was removed from the anatomy. After removal of the cds from the anatomy, some tissue was noted on the frictional element of the gripper; this tissue was suspected to be posterior leaflet. Mr returned to grade 4, but was still considered an improvement in mr as it was no longer torrential. The procedure was completed. No additional information was provided.